Event description:
The device was being used to provide cardiopulmonary resuscitation on a pt. While moving the pt out of the house, the oxygen hose got caught on a door. The crew pulled on it and broke the oxygen connector off from the device.